Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 572 mg/dl. Customer stated that she was about to change the infusion set when the alarm occurred. Customer gave a correction bolus. Customer was assisted in clearing in the alarm. Customer stated that they are able to rewind the pump. Customer stated that the alarm occurred during basal delivery. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that the pump passed the displacement test. Customer reported that the pump was dropped. Customer reinserted the same reservoir and set when the alarm occurred and the motor error did not occur during priming. The pump passed the self test and customer was advised to monitor the pump. Customer declined troubleshooting for high blood glucose.